Manufacturer narrative:
The t:slim user guide states that the pump can stop insulin delivery and alert if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours and can be set anywhere between 5 and 24 hours, or off. This alarm notifies that there has been no interaction with the pump in the specified number of hours and the pump will shut down after 30 seconds. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's pump had an empty cartridge after filling with saline. The contact reported seeing a 0 unit reading displayed on the pump. Reportedly, the contact verified that an empty cartridge alarm was not received. During troubleshooting with tandem technical support (cts), cts identified that the customer received an auto-off alarm. Cts verified that the customer had not interacted with the pump for over 14 hours of which the alarm was set to declare. Cts informed the contact that the possible cause of the empty cartridge displayed was due to the pump suspending as a result of the auto off alarm. Customer acknowledged. The customer's blood glucose level was not impacted as the pump was being used with saline and not for insulin therapy at the time of the reported event.